Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient a little child received the valve as a va shunt. The 1. Revision took place on (B)(6) 2015. As the child showed symptoms cerebral pressure indications but the medical imaging showed nothing although the clinical symptoms were clear and the valve wasn't any longer adjustable. It has the adjustment of 80mmh2o. After explantation the valve was completely black blood? Please note the physician cleaned this valve thus it is the clean one. They implanted a new micro valve which has been explanted on (B)(6) 2015. Previous the child was fallen. It showed again clinical symptoms the medical imaging was inconspicuous. Bloody liquor cannot be proven, in the MRI non indication for bloodstains or subarachnoid hemorrhage. The explanted valve was inside full with blood (this valve will send with blood inside). The physician would like to know, if the blood could flow back from the arterial catheter into the valve. Or is it really bloody liquor, which blocked the valve?

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 100mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 100mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3114, with lot cnbbdp, conformed to the specifications when released to stock on the 3rd february 2012. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. All valves are 100% tested for back flow in-production but one can never exclude that after or during implantation debris getting in between seat of the ruby ball and ruby ball this could reduce the effectiveness of the reflux protection. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.